Manufacturer narrative:
Product complaint # (B)(4). Initial reporter is a j&j representative. Investigation summary: investigation flow- visual. Visual inspection: the complaint device protection sleeve 12/8 l88 (product code: 03.010.063, lot number: 8368824) was returned to cq (B)(4) for investigation. The sleeve opening at the proximal end was deformed and had deep scratch marks all over it. Device/defect was identified. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the device was found damaged during investigation; hence the complaint was confirmed. A definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot, part: 03.010.063, lot: 8368824, manufacturing site: (B)(4). Release to warehouse date: 04 april 2013, the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that devices are received as blind unit those are not associated with a complaint. This complaint was created to analyze. There was no procedure and patient involvement reported. This complaint involves six (6) devices. This report is for (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 3 for complaint (B)(4).